Manufacturer narrative:
According to the received investigation, this case seems to be a skin infection following the injection of the product, which is a well-known adverse reaction batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed. Skin infections and abcess are well known and described adverse reactions following dermal filler injections. They are caused by a lack of asepsy of the injection environment (see comments section for bibliography). Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of our products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The adverse event occurred outside of the us, in (B)(6). According to the received information, the patient was injected with: 1ml of teosyal rha 2 in the glabella and the jowls on (B)(6) 2019. 1 ml of teosyal rha 2 in the glabella, upper lip and the jowls on (B)(6) 2019. 1 ml of teosyal puresense redensity 2 in the tear through area and lower eyelid on (B)(6) 2020. 1 ml of teosyal touch up in the glabella on (B)(6) 2020. On (B)(6) 2020, the patient presented swelling and redness of moderate intensity on the glabella and nose. On (B)(6) 2020, the intensity of the swelling and redness worsened. On (B)(6) 2020, the patient was prescribed a cortisone cream but the symptoms worsened after application. The patient was then prescribed: clarithromycin 250 mg on (B)(6) 2020. Cefuroxime on (B)(6) 2020. Ciprofloxacin. Moxifloxacin for 2 weeks. On (B)(6) 2020, the injector mentioned that the patient reacted very slowly to the antibiotics. The injector was put in contact with a local medical expert to help manage the situation. According to the last update, the swelling had decreased. According to the local medical expert, the reaction was an inflammation close before an abscess, that could be reduced with the antibiotic therapy.